Manufacturer narrative:
Alleged failure: I brought the machine to biomed to get checked into the hospital. They informed me that the machine would not turn on. Out of box. The failure(s) identified in the investigation is consistent with the complaint record. The root cause is the rf board. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. No manufacturing date: the device manufacturer date is not known.

Event description:
It was reported that there was a thermal event.

Event description:
It was reported that there was a thermal event.

Manufacturer narrative:
Alleged failure: I brought the machine to biomed to get checked into the hospital. They informed me that the machine would not turn on. Out of box. The failure(s) identified in the investigation is consistent with the complaint record. The root cause is the rf board. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Manufacture date is not known.